Event description:
It was reported that an asymptomatic patient presented in hospital for evaluation. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Partial lead was returned in two segements. Externalized conductors due to external insulation abrasion were found at 12.1-14.6cm and 37.5-37.7cm from the distal tip, consistent with friction to another device. The etfe coating was intact at this location.